Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported seeing a power on reset (por) code on the recharger. They were attempting to "top off" an implantable neurostimulator (ins) prior to a case and saw the por message. The ins was interrogated with a clinician programmer and no por was seen. They interrogated the ins with the recharger again and no por was seen. They were going to charge up the ins and wait for a week to see if when they interrogated it again it showed a normal screen. There were no patient symptoms reported.